Manufacturer narrative:
On (B)(4) 2017 11:37 am (gmt-4:00) added by(B)(4):the production device history record (DHR) for this iabp unit was reviewed and no non-conformances related to the reported event were noted.

Event description:
The customer reported that prior to insertion of an intra-aortic balloon there was a possible leak noted, and was replaced with a new one. The second iab allegedly burst upon insertion to the intra-aortic balloon pump sheath, and blood was found in the internal membrane of second iab. The patient then expired, but due to confidentiality the date of death has not been disclosed. Furthermore, the customer reported that the iabp did not malfunction, and the patient death was not attributed to the iabp.